Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a calibration failure occurred during priming process and the intraocular pressure (iop) control was unavailable. The surgery was performed and completed without iop control. There was no patient harm. Additional information and product sample have been requested.